Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, atrial lead noise on auto mode switch (ams) episodes was observed. The amplitude of the noise was large. The device would not be able to be programmed around. There was a risk of loss of atrial pacing because of the noise. The lower sensing was also noted possibly due to the noise. The patient was stable and being monitored.